Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken control knob. The upper case was broken and the encoder was pushed inside of the external pulse generator (epg). Analysis also noted that the lower case was broken, the hanger assembly was broken, the output connector assembly was broken, the display wires were pinched without compromised insulation, the keypad was scratched, the display frame had a stripped boss, the encoder assembly was contaminated, two knobs were contaminated, and two output connectors were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg has been returned for service. There was no patient involvement.